Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 500 mg/dl. The customer also stated that they do not have the pump on anymore because they ran out of reservoir. The product will not be return for analysis.